Event description:
It has been reported that there was a shift in the map on this carto rmt system while it was in use. No patient injury was reported.

Manufacturer narrative:
Attempts were made for more information regarding this complaint, however, no further detail was obtained. Investigation is still in progress. A supplemental 3500a report will be submitted once investigation is completed.